Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report a hardware error code patient experienced on (B)(6) 2015. No injuries or medical intervention were reported. Dexcom technical support advised patient to reset the device and it was successful.

Manufacturer narrative:
(B)(4).